Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in impedance measurements to 1900 ohms. It was indicated that there was an increase of more than 500 ohms between measurements. Additionally, the threshold measurements increased. As a result, this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.